Event description:
The doctor claims the following: the graft was implanted as a replacement of the ascending aorta in a pt with hepatitis c and blood coagulation disorder. After the graft was implanted, bleeding occurred through the suture lines at both anastomotic sites. Additional sutures and hand-pressure were applied to the suture lines to stop the bleeding. The amount of blood loss through the graft is unknown. Fifteen units of blood & ffp were infused. After the bleeding stopped, the chest was closed temporarily. However, it was re-opened and the anastomotic sites were sutured with 3 more stitches. The pt had platelet transfusion and the procedure was completed. A small amount of bleeding occurred from where the air needle (21g) was removed. The graft was left in. The pt is now doing well. Note: although it was stated in the report that there was no injury to the pt, the doctor elected to reopen the wound for 3 additional sutures to the anastomatic site. Additional information received in 9/2004: the 15+ units of blood and ffp were administered because of the suture line bleeding. The blood loss was at least equal to 15 units. The duration of the bleeding was approximately 5 hours. The physician stated the bleeding could not be stopped at this point and did a temporary closure of the chest. After the temporary closure, blood drained out through the drain tube. When the chest was re-opened, bleeding was observed at the suture line. The three additional stitches applied at this time stopped the bleeding. The physician has not discounted the pt's risk factors (hepatitis c, blood coagulation disorder) as the cause of the bleeding.